Event description:
It was reported that the patient presented for an unrelated surgical procedure. No magnets were used during the procedure and the implantable cardioverter defibrillator delivered in inappropriate shock due to over-sensing when electrocautery was used. No interventions were made and there were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.